Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon evaluation of the electrode belt had non-functional ecgs. The cause was due to u1 un ECG c and ECG d was out of tolerance. The root cause of the defective component not be positively identified. There was no adverse event that resulted from the damaged belt.